Manufacturer narrative:
The device was not returned to zoll medical corporation; instead the device's clinical data was. Review of the provided clinical data file determined the ECG rhythm does match the criteria the algorithm has for shockable rhythms. It was concluded by review of the clinical data that the device worked within the limitations of the technology available. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device issued a "shock advised" prompt for a heart rhythm they believe was non-shockable. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.